Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken cable was due to a cracked/broken power cord.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated it is unknown if there was a patient involved reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be mishandling. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.